Event description:
The customer reported that the disply on the heartstart mrx went blank, and although audio could be heard, the device could not be used.

Manufacturer narrative:
H3 and h6: the factory has not yet rec'd the device for eval and this complaint is still under investigation.